Event description:
It was reported by service report that the bed was stuck in reverse trend position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: faulty cpu board and broken lift motor couplers due to loss of limits caused the bed to be stuck in reverse trend.